Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the ous affiliate that an icp express unit alarmed and showed incorrect readings. The pressure showed was -90 and even sometimes the icp had a black screen. There was no report of patient harm or delay.